Manufacturer narrative:
No pictures or affected product sample were returned. No harm or patient death was reported. No response provided by the customer on location of leak, flow rates/pressure, or whereabouts of the affected sample. Review of manufacturing records for the per-1400, multiple perfusion set (non-sterile) lot 03872-062320 components and finished product all met acceptance with no associated nonconformance's, deviations, or rework / sorts. Manufacturer medline (kit packer) communicated no incidents or issues with this lot of product. There have been no design changes and all applicable design testing reports met acceptance for no leaks. Complaint record review from 2020 to 2024 resulted in no other complaints for lot 03872-062320 for any failure codes. Complaint record review for all multiple perfusion set models resulted in two (2) previous complaints reported for the failure code leaking. However, both previous complaints could not be confirmed or determine cause due to missing information (e.g., unknown lot) and/or no pictures / samples provided. The complaint history yielded no systemic trend. At this time confirmation and cause cannot be determined based upon the record review with no affected sample returned. Therefore, no remedial action is required.

Event description:
Customer reported perfusion set leaking. No patient injury/death was reported.